Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the final investigation. Please see correction to b5, and updates to d4, d8, e1, g2, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable was confirmed. An e218-scope communication error was found due to a shortcut of the circuit board unit. Additional reportable malfunctions were found during evaluation where the image was not displayed due to damage on the charged coupled device, ccd, unit and damage on the plug unit. Based on the results of the investigation, the root cause of the circuit board shortcut that led to the malfunction and the root cause of the damaged ccd unit/plug unit resulting in no image could not be determined. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unspecified, general scope communication error. It was found during inspection for use.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had b30 scope communication error. There were no reports of patient or user harm associated with this event.